Manufacturer narrative:
Device evaluation summary: during evaluation of the sample it was observed to be ruptured. At the edge of the tear, crease and shell abrasion was noted. No other anomalies were discovered. The second product received is related to a concomitant device, therefore no further investigation is required. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Shell abrasion suggests being in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device, resulting in a tear at a later date. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian patient underwent a breast augmentation primary with an unspecified mentor gel breast implant and experienced rupture on the right side. As a result, the patient underwent removal on (B)(6) 2019.

Manufacturer narrative:
On 7/11/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device was identified as a mentor memorygel breast implant 325cc, catalog number 3507325bc, lot number 5861559. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).